Manufacturer narrative:
The company service rep replace the display power supply. The system was tested to factory specifications. It functioned normally and was returned to use.

Event description:
The customer reported that while the panorama central station was in use monitoring pts along with ambulatory telepacks, the central station display went to a black screen. The pts were switched to another central and monitoring was continued. No pt injury was reported.